Event description:
The customer reported approximately seven milliliters of clear fluid overflowed from the white blood cell (wbc) and red blood cell (rbc) baths, probe leaking, and vacuum (vac) failure during system startup involving the coulter act diff 12 analyzer. The customer was advised to wear proper personal protective equipment (ppe) prior to system troubleshooting. The customer discovered the wbc and rbc baths drain was clogged which caused the baths to overflow. The customer flushed the baths drain lines and resolved the reported issues. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The customer cleaned up the fluid using proper laboratory protocol. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issues through system diagnostics. In conclusion, the likely cause of the event is attributed to the clogged white blood cell (wbc) and red blood cell (rbc) baths. A definitive root cause is unknown. (B)(4).